Manufacturer narrative:
Additional information received: product analysis results: a functional test revealed that the ibt would leak out of the tip at relatively high pressure. A microscopic review of the balloon reveals what appears to be a small puncture in the inner tubing of the ibt this is allowing pressure to build and push its way past the distal bond. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis. Type of fracture: compression fracture (intravertebral clefts). It was reported that intra-op, when the balloon was inflated, contrast media had leaked from the tip, and the operation was completed successfully by using another kit. There was a delay of less than 60 min in overall procedure time as a result of this event. The product came in contact with the patient. No patient complications were reported.